Manufacturer narrative:
(B)(4). Explant date: (B)(6). Concomitant medical products: unknown femoral, catalog #: unknown lot #: unknown, unknown articular surface, catalog #: unknown lot #: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-07921, 0001822565-2017-07922. Product location unknown.

Event description:
It was reported that the patient was revised to address metallosis. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Medical product: unknown augment, catalog #: unknown lot# unknown lcck stem extension catalog #: unknown lot #: unknown augment, catalog #: unknown lot# unknown the reported event could not be confirmed as the product was not returned, no visual and dimensional evaluations could not be performed. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Unable to perform a complaint history review based on the provided information. Root cause was unable to be determined as the information provided was limited. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 02225 0001822565 - 2018 - 02226 0001822565 - 2018 - 02227.

Event description:
It was reported that the patient underwent a knee arthroplasty revision approximately eleven (11) years post-implantation due to metallosis. It was further reported that approximately one month prior to the revision procedure, the patient experienced a fall which resulted in fractures of both condyles. No further information has been provided.